Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (does not communicate) was confirmed. Upon evaluation, the brown (-5v) and purple (agnd) wires were shorted inside the cable connecting the distribution node (dn) and front therapy electrode (te). The cause of the inability to communicate is the shorted wires. The root cause of the shorted wires cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.